Event description:
It was reported that the female connector of the telemetry system was dislodged. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device failed during the final functional test due to a loose contact on the radiofrequency (rf) head connector. It was also noted that the lower hinge display plate was cracked. (B)(4).